Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was further reported that the left ventricular (lv) lead exhibited rising thresholds, high thresholds, and subsequently no capture. The crt-d was explanted and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.